Manufacturer narrative:
Qn#: (B)(4). The device product is not intended for sale in the us. Similar product (510k#) sold in the us.

Event description:
The customer reports a leakage from the junction hub while in use. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned one single-lumen cvc for evaluation. The catheter body was cut adjacent to the 18 cm mark on the body. The rest of the catheter was not returned. Adhesive residue was found on the extension line. After functional testing identified a leak in the extension line caused by tearing. Based on the adhesive residue, this was likely caused by undue for being applied to the extension line. The returned catheter body measured 1 1/4" in length. Based on the range of 7 15/16 - 8 5/16" specified by the product drawing, 6 7/8" of catheter body was not returned. The distal end of the catheter was clamped off and water was aspirated through the extension line. Water was identified to be leaking out of the extension line adjacent to the juncture hub. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit warns not to secure, staple, and/or suture directly to the outside diameter of the catheter body or extension line to reduce the risk of cutting or damaging the catheter or impeding catheter flow. The customer reported issue of the catheter leaking was confirmed during the complaint investigation. Visual and functional testing of the returned catheter identified a tear in the extension line, causing the leak. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided , it was determined that operational context caused or contributed to this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports a leakage from the junction hub while in use. The device was replaced.